Manufacturer narrative:
Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was repositioned and that the patient was doing well postoperatively.